Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 52 mg/dl; cause was not provided. Reportedly, the customer¿s healthcare provider addressed the issue by modifying the customer¿s pump settings. Customer declined to provide additional information or troubleshoot with tandem technical support.